Manufacturer narrative:
H.6. Investigation summary: the DHR review process was not able to be performed as the lot number was unknown. It was confirmed that the containers were missing the label. It was observed that there were not dirty marks or label residues on the containers. Conclusion: based on this investigation it was confirmed this issue is a failure mode related to manufacturing process, the current process controls were reviewed and it was confirmed that there are filters already implemented within the process through visual inspections; as part of the following-up on this complaint, a quality alert med-qaj-c-1917 was posted in the manufacturing process to make aware all people involved in the manufacturing of this product; according to risk assessment result a corrective action is not required however the issue was considered critical therefore, missing label issue will be addressed to a CAPA record (B)(4). All the complaint information was captured also for tracking and trending purposes. Root cause the root causes that contribute to a part without label were the following: 1.left over from the label roll. 2.label is dropped from the base. 3.change-over roll. 4.re-process method. 5.contamination by label roll waste. 6.ribbon breaks in the joins.

Event description:
It was reported that labeling error occurred before use with a sharps coll next gen 5.4qt red 20/pack. The following information was provided by the initial reporter, "labels weren't placed on the collectors." 2 occurrences were reported.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error occurred before use with a sharps coll next gen 5.4 qt red 20/pack. The following information was provided by the initial reporter, "labels weren't placed on the collectors." 2 occurrences were reported.